Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On unreported dates, the patient was hospitalized and began treatment with an unspecified anti-inflammatory drug injection (dose, route and frequency were not reported). Pd therapy was ongoing during the earlier stage of hospitalization but was withdrawn during the later period (dates unspecified). On an unreported date, the patient was recovered from the event. No additional information is available.